Event description:
In this case, it was reported that the valve was explanted at implant due to perivalvular leak. Per the surgeon, the explant was not related to malfunction of the edwards valve. The op report states that this patient is an IV drug user who presented with aortic and mitral valve endocarditis. After replacement of his mitral valve [with the edwards prosthesis], transseptal echo showed the mitral valve dehiscing from the annulus. This was even more clear during explantation of the valve. It was noted that the device had dehisced from the annulus in the area which was edamatous and possible infected from the patient's endocarditis. After re-replacing the valve, the patient was once again weaned from cardiopulmonary bypass; this time transesophageal echocardiogram was used and showed no evidence of perivalvular leak at the aortic or mitral valve positions with both valves seeming to function well.

Manufacturer narrative:
Device not returned. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. In this case, presented with endocarditis required mitral valve replacement with the edwards prosthesis. The op report documents that the area of dehiscence [that was causing the pvl] was in the area which was edematous and possible infected from the patient's endocarditis. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. The surgeon has indicated that there was no malfunction of device. No further actions are possible with the available information.